Event description:
It was reported that during a rectum cancer resection procedure, after firing, the anastamosis stoma was bleeding. So the surgeon used hand sewing to stop it and finished the o.r. After half an hour, the pt suddently started bleeding again, about 1500cc's. The pt received 200 cc's in transfusion. The pt was fine.